Manufacturer narrative:
Occupation is lay user/patient. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.2 inr, qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs pst meter serial number (B)(4). At 9:08 a.m., the customer¿s meter result was 8.0 inr. At 9:10 a.m., the customer¿s meter result with a different finger was 5.2 inr. The reporter believes the result of 5.2 inr was correct. The customer¿s therapeutic range is 2.5- 3.5 inr.